Manufacturer narrative:
As noted in a literature publication by grandhi et al., (july 18, 2013). Safety and efficacy of percutaneous femoral artery access followed by mynx closure in cerebral neurovascular procedures: a single center analysis. J neurointervent surg 2014; 6:445¿450; report one patient returned to the emergency room with pain at the puncture site. The device was not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Puncture-site pain is an unpleasant physical discomfort or sensation experienced by the patient at the catheterization access site. However, pain is subjective to the patient, and there are many potential causes to the pain reported. Without further information on the condition of the puncture site, it is not possible to determine what factors may have contributed to the incidents reported. Additionally, discomfort at the access site is an expected and foreseeable experience after a catheterization due to the intended penetrating injury to the artery, which includes the initial puncture, and insertion of the sheath introducer. The complaint could not be confirmed and no determinations of possible contributing factors could be made. According to the instructions for use, which is not intended as a mitigation, ¿to ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Grandhi, r., kanaan, h., shah, a., harrison, g., bonfield, c., jovin, t., . . . Horowitz, m. (2013). Safety and efficacy of percutaneous femoral artery access followed by mynx closure in cerebral neurovascular procedures: a single center analysis. Journal of neurointerventional surgery, 6(6), 445-450. Doi:10.1136/neurintsurg-2013-010749 this article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are mynx but the catalog and lot numbers are not available.

Event description:
As noted in a literature publication by grandhi et al., (july 18, 2013). Safety and efficacy of percutaneous femoral artery access followed by mynx closure in cerebral neurovascular procedures: a single center analysis. J neurointervent surg 2014; 6:445¿450; report one patient returned to the emergency room with pain at the puncture site.